Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis and diagnosed infection. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to the emergency room, diagnosed with cellulitis and diabetic ketoacidosis, and was admitted into the hospital's intensive care unit (ICU). Symptoms reported include hyperglycemia. Due to infection, patient's blood glucose level reached 489 mg/dl. The patient was treated in the ICU with an insulin drip and clindamycin; he remained hospitalized at the time of reporting.